Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the right master tool manipulator (mtm) was faulting out and then replaced it. The system was tested and verified as ready for use. Isi did receive the mtm arm involved with this complaint to perform failure analysis. The mtm arm was analyzed, and the reported failure was able to be reproduced during sine cycle. The axis 3 counterbalance (cbal) pot will be replaced as a fix. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a non-recoverable error fault on the right master tool manipulator (mtm) that resulted to the mtm arm being disabled was observed. The technical support engineer (tse) reviewed the system logs and found error 23030 for axis 3 on the right mtm. The tse instructed the customer to hard power cycle the surgeon side cart (ssc), but the right mtm faulted again at power up. Tse verified that the another ssc had a compatible p11 software. The ssc was replaced with another ssc to finish the procedure. The procedure was completed with no reported injury.